Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: (B)(6) 2021 initial result is positive, repeat = < (B)(6)miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Troubleshooting included replacing the sample probe, which was determined to be the likely cause. There have been no further reports of discrepant results since the probe was replaced. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the architect immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect (sn# (B)(6)) analyzer.